Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es not allowing users to login in. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not allowing users to log in. A technical support specialist connected the station and reviewed the station logs. It was determined that the station was experiencing network-related connection issues, which were causing intermittent disconnections. The customer was advised to have their local hit team investigate and resolve the underlying network problem.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es not allowing users to login in. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.